Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("some pain after insertion of essure and hcp said it would stop but it did not, severe lower abdominal pain, unbearable pain, pregnancy like symptoms like cramping") in a (B)(6) female patient who received essure (batch no. (B)(4)) for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (serious criterion medically significant), parosmia ("pregnancy like symptoms like sense of smell increased"), nausea ("pregnancy like symptoms like nausea"), vomiting ("pregnancy like symptoms like vomiting"), back pain ("severe back pain"), menstruation delayed ("her period would stop for a few months"), metrorrhagia ("period would come in spots [cont]"), inflammation ("inflammation"), dyspareunia ("pain during intercourse") and migraine ("severe migraines with no prior migraine history before essure implantation"). The patient was treated with morphine, ondansetron (zofran), ibuprofen and surgery (essure removed with bilateral salpingectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain lower had not resolved and the parosmia, nausea, vomiting, back pain, menstruation delayed, metrorrhagia, inflammation, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia and migraine to be related to essure. The reporter provided no causality assessment for parosmia, nausea, vomiting, menstruation delayed, metrorrhagia and inflammation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was full occlusion of tubes. On (B)(6) 2014: computerised tomogram result was everything around her was fine and ultrasound scan result was everything around her was fine. Quality-safety evaluation of ptc: final assessment: manufacturing date: 8/2012. Expiration date: 8/2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 7-dec-2016: report from lawyer (new reporter), essure implantation date was (B)(6) 2012, removal was on (B)(6) 2014, hsg was performed, new events were added: severe migraines with no prior migraine history before essure implantation, severe back pain, pain during intercourse, all assessed related (including severe abdominal pain) company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced "some pain after insertion of essure and hcp said it would stop but it did not, severe lower abdominal pain, unbearable pain, pregnancy like symptoms like cramping", regarded as abdominal pain lower (formerly reported as "some pain after insertion of essure and hcp said it would stop but it did not, unbearable pain). In the same follow-up, received from a lawyer, it was also reported that essure was removed with bilateral salpingectomy. This event was considered serious by the company due to medical importance and it is listed in the reference safety information for essure. Abdominal pain may occur during and following the micro-insert placement procedure. In this case, consumer experienced this event an unknown time after essure insertion. Remedial therapy was given for the pain but it did not help the pains since it was from inflammation. An alternate explanation is not available. Based on the information received, a causal relationship between the event and suspect insert cannot be excluded. Upon follow-up a surgical intervention was reported hence this case is regarded as incident (formerly non-incident). Non-serious events were also reported. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("some pain after insertion of essure and hcp said it would stop but it did not, severe lower abdominal pain, unbearable pain, pregnancy like symptoms like cramping") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. A45112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease, obesity, fibrocystic breast, hyperthyroidism, depression, ovarian cyst, chlamydial infection, genital warts (hpv), multi gravida and parity 3. Previously administered products included for birth control: nuvaring from 2001 to (B)(6) 2012 and mirena from (B)(6) 2010 to (B)(6) 2011; for an unreported indication: depo and iud. Concurrent conditions included allergic reaction to analgesics (hives), latex allergy, non-smoker and allergic reaction nos. Family history included myocardial infarction (mat or grand father, oat or grandfather), hiv infection (m cousin), hypertension (n mother), thyroid disorder (mother), cerebrovascular disorder and uterine leiomyoma (mother). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months after insertion of essure, the patient experienced metrorrhagia ("period would come in spots [cont]"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse (dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced back pain ("severe back pain"). On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), parosmia ("pregnancy like symptoms like sense of smell increased"), nausea ("pregnancy like symptoms like nausea"), vomiting ("pregnancy like symptoms like vomiting"), menstruation delayed ("her period would stop for a few months"), inflammation ("inflammation"), migraine ("severe migraines with no prior migraine history before essure implantation") and neuralgia ("nerve pain"). The patient was treated with morphine, ondansetron (zofran), ibuprofen and surgery (operative laparoscopy with proximal salpingectomy bilaterally). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower and neuralgia had not resolved, the genital haemorrhage, parosmia, nausea, vomiting, back pain, menstruation delayed, metrorrhagia, inflammation, dyspareunia, migraine, vaginal haemorrhage and pelvic pain outcome was unknown and the dysmenorrhoea was resolving. The reporter provided no causality assessment for inflammation, menstruation delayed, metrorrhagia, nausea, parosmia and vomiting with essure. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, neuralgia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: everything around her was fine hysterosalpingogram - on (B)(6) 2013: micro-inserts properly positioned; in february 2013: full occlusion of tubes. Ultrasound scan - on (B)(6) 2014: everything around her was fine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact received. Events dyspareunia, vaginal bleeding, pelvic pain, abnormal bleeding, dysmenorrhea , nerve pain are added. Lot number and lab data updated. Concomitant & historical condition and drugs are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("some pain after insertion of essure and hcp said it would stop but it did not, severe lower abdominal pain, unbearable pain, pregnancy like symptoms like cramping") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. A46112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease, obesity, fibrocystic breast, hyperthyroidism, depression, ovarian cyst, chlamydial infection, genital warts (hpv), multi gravida and parity 3. Previously administered products included for birth control: nuvaring from (B)(6) 2001 to (B)(6) 2012 and mirena from (B)(6) 2010 to (B)(6) 2011; for an unreported indication: depo and iud. Concurrent conditions included allergic reaction to analgesics (hives), latex allergy, non-smoker and allergy to feathers. Family history included myocardial infarction (mat or grand father, oat or grandfather), hiv infection (m cousin), hypertension (n mother), thyroid disorder (mother), cerebrovascular disorder and uterine leiomyoma (mother). Concomitant products included nitrofurantoin (macrobid) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months after insertion of essure, the patient experienced metrorrhagia ("period would come in spots [cont]"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse (dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced back pain ("severe back pain"). On (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), parosmia ("pregnancy like symptoms like sense of smell increased"), nausea ("pregnancy like symptoms like nausea"), vomiting ("pregnancy like symptoms like vomiting"), menstruation delayed ("her period would stop for a few months"), inflammation ("inflammation"), migraine ("severe migraines with no prior migraine history before essure implantation") and neuralgia ("nerve pain"). The patient was treated with morphine, ondansetron (zofran), ibuprofen and surgery (operative laparoscopy with proximal salpingectomy bilaterally). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, parosmia, nausea, vomiting, back pain, menstruation delayed, metrorrhagia, inflammation, dyspareunia, migraine, menorrhagia, pelvic pain and vaginal haemorrhage had resolved and the dysmenorrhoea and neuralgia was resolving. The reporter provided no causality assessment for inflammation, menstruation delayed, metrorrhagia, nausea, parosmia and vomiting with essure. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, neuralgia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: everything around her was fine hysterosalpingogram - on (B)(6) 2013: micro-inserts properly positioned; in february 2013: full occlusion of tubes ultrasound scan - on (B)(6) 2014: everything around her was fine most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter informed that, after approximately 6-8 weeks of essure removal, cramping is still present but has gotten better to the point where it is consistent with pre-implant cramping and still has nerve pain but not to the extent of when essure was implanted. All other symptoms resolved. The concomitant drug macrobid was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.